Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father¿s customer reported via phone call that his son was hospitalized on (B)(6) 2017 due to high blood glucose. The customer was not specific with the symptoms he experienced. Blood glucose at the time of the admission was 466 mg/dl. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The insulin pump will be replaced and returned for analysis.